Event description:
It was reported to boston scientific corporation in 2008, that an endostat ii electrosurgical unit was used during an electrocautery procedure performed in 2008. According to the complainant, there was no output power in the bi-polar mode. The procedure was completed with another endostat ii electrosurgical unit. No info was available regarding the pt's condition following this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk, and the expiration date cannot be determined. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.